Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: battery - battery depletion-normal. No anomalies found; full lead in segments returned for analysis.

Event description:
It was reported by the patient's wife that the device was explanted and replaced due to oversensing, which caused inappropriate shocks. No further patient complications were reported as a result of this event. Additional information received reported both the device and lead were explanted and replaced due to t- wave oversensing, which caused inappropriate shocks, until the patient became unconscious, after which he received further shocks. The device was noted to be getting very near eri. Prior to the shocks the patient was noted to be experiencing dyspnea. No further patient complications have been reported as a result of this event.